Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an attempt was made to place an implantable cardioverter defibrillator (ICD) during a procedure. The implanting physician had difficulty inserting a competitor lead into the header port of the ICD. The physician could not fully insert the lead into the port and felt the lead was getting stuck causing removal difficulty. The lead was removed and, prior to inserting it again, the device setscrew was retracted to ensure it was not prohibiting the lead from being introduced. Once the setscrew was retracted, the physician attempted to reengage the torque wrench with the setscrew. However, after multiple attempts and much manipulation, the wrench would not engage and align the screw. It was felt the setscrew was no longer viable. The ICD was not used and another device was implanted in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a damaged grommet, damaged set screw, and a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.